Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). Changed from serious injury to malfunction.

Manufacturer narrative:
Factory service confirmed the display is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. The unit passed testing. (B)(4).